Event description:
Customer reported blood glucose results of 461 mg/dl, 209 mg/dl, 153 mg/dl, 231 mg/dl, and 80 mg/dl within 12 minutes on the aviva system. Customer reported no symptoms. Did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.